Event description:
Customer reported that the cufflator is missing the face plate. The issue was found during setup. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Results: evaluation of the returned product revealed that the needle indicator was not seated on the center of the pin. When an attempt is made to inflate the cufflator the needle wobbles therefore unable to take an accurate reading. The reading measurement was too high and did not meet specifications. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).